Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. No software error detected alarms noted during testing or in the pump trace download. Pump error followed by a hardware low level failure was present in the pump trace download due to broken trace at keypad assembly on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio, vibrate, absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple insulin pump error and audio anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer reported that they performed self test and test was passed. The insulin pump will not be returned for analysis.